Manufacturer narrative:
The reported malfunction was determined to be caused by an incompatible configuration when updating the software version. The configuration was restored to the default settings to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.